Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the product had sharp damage on the trocar balloon. The insufflation port, lock collar, valve seal, and inflation syringe appeared intact. The lock collar moved up and down the cannula and securely locked in place. The valve doors moved properly over the flapper valve and were fixed securely in place. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while placing the camera port on the umbilical incision, three balloons did not inflate. Another balloon was used to complete the case. There was no patient injury.